Event description:
It was reported that abnormal packaging of the bio-medicus nextgen femoral bi-caval venous cannula was detected prior to operation during unpacking. The product was replaced. There was no patient involved. Medtronic received additional information that the customer took the cannula out of the outer packaging box and found that the sterile packaging was damaged. The customer suspected that the cannula was contaminated.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.